Manufacturer narrative:
No product or data logs were returned for evaluation. Purge pressure high: clinical details noted that pump had high purge pressure and low purge flow. No kinks, purge cassette changed, and tpa added to purge. It was not noted if purge issue resolved before pump explant. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. The pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced elevated purge pressure (pp) and low purge flow (pf) values of 2 and 3. The purge cassette was exchanged, and a recommendation was provided to replace the pump. The physician requested the lysis protocol, which was sent via email. Additional information indicates that the case has been concluded. The physician reported no issues, and the patient is in improved condition. The outcome at the end of device support was successful weaning.